Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dta system. During an interventional procedure, no x-ray was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The problem was identified as a voltage error in the power supply. Relevant root cause investigation was performed considering complaint description, system history and log files. The investigation showed that the complete loss of x-ray imaging functionality was caused by a voltage error of the 5.1v power supply d601. The 5.1v line dropped down which led to problems on the fuse holders in the affected power supply. A possible cause could be the resulting higher power load or a bad connection of a connector (x16) of d601. A bad connection may lead to a gradual degradation of the plug connection's electrical properties and could result in the described failure. A newer version of the d601 has been installed by the local service organization and the system operates as specified. A field safety corrective action) and customer safety information are planned to be released in q4 / 2019 via ax038/18/s and ax039/18/s and will be reported to the FDA under 21 cfr 806.